Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the USA stating that during surgery it was very hard to insert and remove the bur. The device was being used in surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.